Event description:
Additional information received reported the patient¿s elective replacement indicator (eri) had occurred on the pump, and thus the pump needed to be replaced. It was noted that the patient had refills without complication and had been experiencing an increase in pain. It was not clear by the information reported, if the pump replacement was yet to take place, or had already been done. There was no hospitalization and the patient outcome was reported as no injury, non-serious injury/illness and recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006 product type: catheter. (B)(4).

Event description:
It was reported there was an alarm audible on the patient¿s pump. The patient¿s healthcare provider (hcp) had dropped the patient due to issues with coverage and payment. The patient started hearing the alarm the week leading up to the date of report. The last refill was (B)(6) 2013, and the next planned refill date was not known, but the patient thought the refill interval may have been 20 days and noted the pump ¿runs out of medicine this week.¿ the type of alarm was not known, as telemetry had yet to be confirmed. The patient noted that the ¿battery life was ending¿ and the hcp would not replace the pump until coverage issues were resolved. The patient noted the plan had been to have the pump taken out sometime in the week following report. The pump was used to deliver dilaudid and ¿something else for my legs.¿ additional information received reported that the pump ¿ran dry¿ at the ¿end of may¿ after his healthcare provider (hcp) ¿dropped¿ him as of may the first and his device had been ¿totally dry¿ for two months. It was also noted that the patient heard an alarm, that started two months before the report, which sounded ¿like an old car thing,¿ it was unclear what was meant by that. The hcp ¿took him back as of two weeks before the report was made and the hcp told the patient ¿they could refill the pump, reset it, and it would be fine." It was also noted that the patient¿s medicine was on ¿back order.¿ it was unclear what that meant and the patient had ¿another appointment¿ the following day, (B)(6) 2013. The hcp had been giving him injections in his back ¿which didn¿t work,¿ the medication and frequency were not reported. It was then noted that ¿they were going to put [the patient] in the hospital and take this one out and put a new one in because the battery life was getting close to run down.¿ it was also noted that the patient had lost 10 lbs, it was not noted if the weight loss was intentional or not, nor over what time period.

Manufacturer narrative:
(B)(4).